Event description:
The lead was electively explanted. Following the extraction of the lead the pt developed a hematoma in the pacemaker pocket and subsequently developed a staph infection and the entire pacing sys was replaced. Explant method: intravascular, superior technique/tools: direct traction with locking stylet, sheath(s). Complications listed above.